Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes blue caps are being expelled after processing of samples. The following information was provided by the initial reporter. The customer stated: "customer is reporting blue caps are being expelled after processing of samples and recapping with blue caps on from lithium heparin tubes. The original hemogard closure remain intact.¿

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: d.4. Medical device lot #: 2080688 d.4 medical device expiration date: 2023-03-31 h.4. Device manufacture date: 2022-03-21 d.4. Medical device lot #: 2042047 d.4 medical device expiration date: 2023-02-28 h.4. Device manufacture date: 2022-02-11 d.4. Medical device lot #: 2048429 d.4 medical device expiration date: 2023-02-28 h.4. Device manufacture date: 2022-02-17 h.6. Investigation summary: mat: 367960 lot: 2080688, 2042047, 2048429, unknown no samples and no photos were returned by the customer in support of this complaint. Therefore, 100 retentions from each lot were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. 10 retention samples from each lot were functionally tested with no issues being observed with the hemogard closure assembly being loose or separating during or after the draw testing was completed. Bd was unable to confirm the customer¿s indicated failure mode no samples or photos were returned, and the failure mode could not be duplicated in the retention sample testing. The device history records from each lot were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes blue caps are being expelled after processing of samples. The following information was provided by the initial reporter. The customer stated: "customer is reporting blue caps are being expelled after processing of samples and recapping with blue caps on from lithium heparin tubes. The original hemogard closure remain intact.¿